Manufacturer narrative:
The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. A serial number search in the complaint system found on customer experience with the issues of draining slowly, fluid leaking, and air detected in cassette warning within 90 days of the notified date. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient reported during troubleshooting of experiencing long drain times and not draining fully. Treatment data was provided. Treatment data was assessed for 150% and 180% iipv and did reveal an episode of increased intraperitoneal volume (iipv) on (B)(6) 2018. The largest drain volume from this treatment occurred on during drain 3 where 2786ml drained. This drain is 214% of the prescribed fill volume. In order to be a reportable malfunction, at least 180% of the prescribed fill volume would have to have been drained. 180% of fill volume 1301ml is 2341. Therefore, a reportable malfunction has occurred. The patient was advised to discontinue use and contact the clinic nurse. Follow up with the clinic nurse confirmed the patient did not experience any complications as a result of the alleged event. The patient is trained to perform continuous ambulatory peritoneal dialysis, and no treatments were missed. The patient has received the replacement cycler and resumed treatment. The patients prescription has been changed to prevent potential overfill events in the future. The patient is temporarily transitioning to hemodialysis.